Manufacturer narrative:
Patient information was not made available from the site. In trouble-shooting, after the procedure's end, when the mvs was connected to an outlet, the abnormal sound was heard coming from the universal power supply (ups). The battery cartridge was replaced. Issue resolved. On 07/05/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 07/26/2016 a medtronic representative, following-up at the site, reported the ups battery was replaced and the system is performing as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, there was heard an abnormal sound from the imaging system mobile view station (mvs). The imaging system was continuously used throughout the procedure without issue. The surgeon completed the procedure with the use of the imaging system and the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Investigation of returned suspect universal power supply (ups) battery cartridge confirmed the reported event was caused by an electrical failure. Installed battery into test ups system. Battery would not power on ups. When under a load battery is weak. Replace battery led was lit. Battery will no longer accept a charge.